Event description:
Procedure: colectomy. According to the report: the staples did not form completely around the circle. Twenty-five percent of the staple line never formed. The donuts did not form completely, and the staple line leaked. There was no tissue damage or patient injury reported. The procedure was extended 45 minutes. Anastomosis had to be over sewn; extension in or time spent locating and over sewing.